Event description:
It was reported that the absolute was advanced into the lesion in the left common and the stent was positioned from the bifurcation of the left common iliac, through the horn, and into the ostium of the right common iliac. The stent delivery system (sds) was unlocked and stent deployment began. Radiographically, the distal 4 cm of the stent was seen to be deployed, at which time the "handle snapped". Tension, had built up in the retraction sheath and an audible release of tension was noted. The cross-over sheath was then pulled into the apex of the bifurcation and an attempt was made to turn the thumbwheel, but high resistance was felt. More force was used on the thumbwheel, but it would not move either direction to complete deployment or recapture the stent. Eventually, the sds could be pulled back into the sheath. Upon removal, the retraction sheath appeared to be broken off at an odd angle. Additional radiography examination revealed the distal 4 cm portion of the stent could be seen deployed in the left common iliac, but the remainder of the stent was no longer attached. The proximal end of the stent remained in the detached portion of the retractor sheath, and could be seen free floating from iliac to iliac in the horn, sliding down into the right common iliac. A 7x18 stent was deployed, pinning the free floating portion against the abdominal aorta at the bifurcation of the right common iliac.